Event description:
The patient came in reporting pain and the cause is unknown. About 3 years and 11 months after the primary surgery, the surgeon revised the head and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 20 august 2024. Lot 2003319: (B)(4) items manufactured and released on 10-jul-2020. Expiration date: 2025-jun-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional implant revised. Batch review performed on 20 august 2024 on ball heads: mectacer 01.29.202 biolox delta ceramic ball head 12/14 ø 28 size m 0 (k112115) lot. 1907336. Lot 1907336: (B)(4) items manufactured and released on 08-jan-2020. Expiration date: 2024-dec-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.